Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when creating space during a laparoscopic totally extraperitoneal inguinal hernia repair, the surgeon said that the dissection balloon broke while pumping air into it for tissue dissection. As per surgeon the device broke at the seam of the balloon mid way through pumping. A second device was opened to complete the dissection. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the dissector balloon and insufflation bulb were received. The dissector balloon was cut. The obturator, lock collar and trocar balloon appeared intact. A functional evaluation found that using a test syringe the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.